Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDBANK MINI, THE DRAWERS 07 AND 08 WERE NOT OPENING WHEN THE USER ATTEMPTED TO ISSUE A MEDICATION. THE CUSTOMER REBOOTED THE STATION, BUT THE DRAWERS WERE STILL SHOWING IN YELLOW AND WERE NOT RECOGNIZED. THE CUSTOMER REPORTED THAT THE ISSUE OCCURRED WHEN THE USER WAS TRYING TO ISSUE MEDICATIONS TO A PATIENT. THERE WERE NO DELAY, NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 05-MAY-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT DRAWERS 7 AND 8 NOT ON BUS. THE FIELD SERVICE ENGINEER (FSE) FOUND THE DRAWER CONTROLLER BOARD WITH NO INDICATOR LIGHTS AND REPLACED THE BOARD. THE NEW DRAWER CONTROLLER BOARD WAS CONFIGURED PROPERLY AND THE DRAWER TESTED SUCCESSFULLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Mini, the drawers 07 and 08 were not opening when the user attempted to issue a medication. The customer rebooted the station, but the drawers were still showing in yellow and were not recognized. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that the root cause of the reported drawers 07 and 08 not opening condition could not be determined because the reported replaced component was not returned for evaluation. However, the returned PMC Pyxis Mini board (b)(4) exhibited thermal damage to component U501, consistent with an overcurrent condition.There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of "drawers 07 and 08 not opening" was confirmed during Field Service Engineer (FSE) testing but could not be confirmed in the DCHU inspection process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order 02305669. The report states that troubleshot issues with drawers 7 & 8, with not on bus errors. The FSE found no lights on drawer controller board, so it was replaced. Finally configured and successfully tested.During DCHU Visual Inspection(b)(4): The part was received with burn marks on component IC U501, that was closely inspected using a microscope.During DCHU Testing:(b)(4): Testing was not required due to thermal damage on component IC U501 observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint could not be determined since the part reported as replaced was not received. The root cause of the damage to the part received was an overcurrent on the component ICU501" which generated a thermal event.